Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
Lv lead dislodgement into vena cava superior has been diagnosed. Chest x-ray was done for diagnostic reasons. Lv lead repositioning has been scheduled.

Manufacturer narrative:
It was reported that on (B)(6) 2022 the lead had capture failure and an x-ray confirmed dislodgement. Lead was repositioned and remains implanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.